Event description:
Maude report (B)(4) voluntarily submitted by patient states that patient was revised to address pain. Update: (B)(6) 2013 litigation papers received. Litigation alleges discomfort, muscle and tissue loss and increased metal ions. Date and implant, explant and side have been provided. Part and lot have been identified through an invoice search. Update: (B)(6) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of a loose stem. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.